Event description:
At 2:20 pm patient taken to cath lab where angioplasty of the circumflex and the left anterior descending arteries performed. Physician attempted to advance stent into the circumflex artery. Stent was not located visually.